Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a degraded dso seal and a broken battery compartment broken. Review of the event history log (ehl) was performed. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to contamination. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was downstream occlusion. There was unknown patient involvement and unknown harm/adverse event was reported.